Manufacturer narrative:
Additional suspect medical device components involved: reference number: (B)(4), product family: scs-ipg-r, upn: (B)(4), model number: sc-1160, serial: (B)(4), batch: 337899. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.  A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not move her legs post implant procedure. Physician ordered MRI and assessed swelling of the spinal cord. Physician suspects cause of the event due to narrow spinal canal not device related. Physician immediately explanted the lead and ipg and started patient on steroids and admitted her to hospital. Patient was doing slightly better.